Manufacturer narrative:
The device will not be returned for evaluation as it was modified and cut and can longer be used. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the nail was tested prior to implantation and would not lengthen. The rod was implanted and was still not lengthening, therefore, the rod was not used.